Event description:
It was reported there were high impedances greater than 3600 ohms on electrode 2. It was noted the patient had a history of multiple falls. Patient status was noted as no injury or adverse event. The patient was reprogrammed andthey were getting full coverage of their painful areas. No patient symptoms related to the event.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).